Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system the patient experienced a drop in blood pressure and oxygenation as a suspected result of an interaction to an anesthetic. The patient was given cortisone and adrenaline while resuscitation was performed. After several minutes the patient's condition recovered and procedure continued. The device had been affixed to the patient's ribs inside of a mesh pouch which was removed to ensure there was no pneumothorax; a chest tube was placed as a precaution. After the device and electrode were implanted induction testing was performed during which the physician encountered difficulty inducing the patient as they repeatedly spontaneously converted to normal sinus rhythm. The physician elected to perform no additional induction testing as the patient has no history of arrhythmia. The chest tube was removed the following day after it was confirmed the patient had not experienced a pneumothorax. No further action is planned at this time. No additional adverse patient effects were reported. This system remains in service.